Event description:
It was reported that the laparoscope, gynecologic had scope communication error (e226). There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stripes in image occur. A root cause could not be identified. Based on the results of the investigation, a probable root cause for the event scope communication error (e226) could not be identified. The video cable is broken and therefore stripes in image occur. The issue traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.